Manufacturer narrative:
The reason for this revision surgery was reported as attributable to an insert implanted after the sterility expiration date. The previous surgery and the surgery detailed in this event occurred 2 years and 10 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. A review of the implant device history record (DHR) shows that the reported component, when released for use, met design and manufacturing requirements. There were no non-conforming material report (ncmr) or other discrepancies noted for this lot. The uhmwpe test certificate (attached) showed the material met djo surgical specifications to ms002 rev. D. Sterility certificate of processing (attached) shows the device was verified to have gone through an acceptable sterilization process. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint is attributable to an insert implanted after the sterility expiration date. There were no findings during this investigation that indicate the reported device was defective. The decision to implant was made by the surgeon with full knowledge of the situation. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - it was reported the best before date was until june 2018. Now the movement was no longer fluid, but rather choppy. During an inspection, it was noticed that the peg of the pe sliding surface was broken. Per bfarm case number: (B)(4), patient reported a sudden increasing feeling of instability of the knee joint after standing up.